Event description:
It was reported that the patient's right ventricular lead exhibited over-sensing of an unspecified source. No intervention was performed. There were no patient consequences.

Event description:
New information received notes that the patient's right ventricular lead exhibited a recurrence of over-sensing. No intervention was performed. There were no patient consequences.